Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician's handheld was having issues being upgraded. The software installation did not proceed past the '2577' folder selection screen. After five minutes a hard reset was attempted with the 8.0 flashcard remaining inserted. The handheld was unable to progress past the 'clear all data' screen to complete the reset. The 8.0 flashcard was removed and the 7.1 flashcard was reseated. Again the handheld was unable to progress past the 'clear all data' screen to complete the reset. The selection of to 'clear all data' was being performed correctly by pressing the corresponding symbol button but the screen did not progress. A screen alignment was attempted but the 'align screen' or marker was never visualized. The handheld and both versions of the flashcard were returned to the manufacturer for evaluation. An analysis was performed on the both versions of the flashcard and the reported allegation was not confirmed. No anomalies associated with flashcard or software was identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis, it was verified that the handheld could not complete a hard reset which confirms the report that the handheld would not move past the 'clear all data' screen. The cause for the reported complaint is associated with a loose/disconnected cable that made the contacts button unresponsive. Once the cable was reseated to the main board, no further anomalies were identified.